Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 2.11 was stuck and drawer 3.1 was not detected on bus. Drawer was opened but failed to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that main drawer 2.11 was stuck and auxiliary drawer 3.1 was not detected on the bus. A field service engineer checked the station and drawer, found that the pockets were not detected on the bus. Diagnostics were run, and the system was shut down to reseat the cables for drawer 3.1. After rebooting, the drawer was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 2.11 was stuck and drawer 3.1 was not detected on bus. Drawer was opened but failed to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.